Event description:
A medtronic representative reported intermittent electromagnetic tracking while using the fusion navigation system. She tried using different instrument ports and different instrument trackers, but the issue persisted. She wiggled the electromagnetic emitter cable and tracking would go from green (tracking) to red (not tracking) status when she wiggled the cable. The surgeon was able to complete the case with the use of the fusion navigation system. No negative impact to the patient outcome was reported.

Manufacturer narrative:
A replacement emitter was sent to the site for issue resolution. The suspect emitter was connected to a test system and performance tests conducted. Verification, tracking, and accuracy were normal. No alternating red/green status occurred during testing. The emitter passed the pegboard accuracy test within specifications. Flexing the cable did not indicate any intermittent opens. Fully functional, unable to confirm complaint.